Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the issue was caused by faulty turret motor. However, the specific cause of the faulty turret motor could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed and was found to be due to turret failure and the fan was not working. Additional evaluation findings were as follows: the light guide connector detection lever was unlocked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during inspection for a diagnostic procedure, the visera elite xenon light source had error code e200 (communication error code). Subsequently, the intended procedure was completed by restarting the device. There were no reports of patient harm or impact associated with the reported event.